Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following an unrelated surgical procedure, the right atrial (ra) lead exhibited oversensing and noise. Noise not sensed by the implantable pulse generator (ipg) was also noted on the right ventricular (rv) lead. The implantable pulse generator (ipg) system remains in use. No patient complications have been reported as a result of this event.